Event description:
Initially, the iab would not inflate. After manually inflating the iab, the iab worked fine. No iab was returned to datascope. On 8/7/98, the following info was reported to datascope: after the iab was inserted on 7/5/98, the balloon failed to inflate. Hand inflation failed initially. After the dr had filled the balloon several times, the balloon partially filled at the conclusion of the procedure and the iab was removed on 7/5/98. An alarm sounded from the pump. The iab was used and then discarded by the facility. There was no pt injury or complication as a result of the event. The pt was discharged from the hosp. [Event complications]: none from the event-reported 7/16/98, 8/7/98. [Pt's current status]: discharged-rpt'd 8/7/98.